Event description:
The facility's biomedical engineering department reported an incident of an overinfusion involving a colleague pump. The pt was admitted to the e.r. (ER) with a high blood sugar level (>900). Insulin infusion was started on channel b. The pt was also receiving a normal saline infusion at unk rate. The indented rate of the insulin infusion was 5ml/hr, 20hours infusion. Reportedly, a 100ml bag of insulin infused in 1 hour. According to the director of emergency department, no pt injury resulted from the event and no medical intervention was needed. The director of emergency department stated the pt was admitted to ER with a high level of sugar and the overinfusion of insulin did not have any negative effect on the pt.